Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged suction cylinder with foreign material and foreign material in the plastic distal end cover and the light guide lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. This issue is consistent with mishandling/insufficient cleaning. Based on the results of the investigation, it was confirmed that there was deformation in the area where the foreign object remained at the suction cylinder and on the glue at light guide lens. Physical damage was confirmed at the plastic distal end cover where the foreign material remained. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.